Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the date of manufacture of the device is unknown.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. Lancing device was mounted onto simulated skin and fired. The lancing device did arm/fire correctly and spring back when cocked. Did not observe arming/firing issue with lancing device. This is a final report.

Event description:
Customer reported the lancing device she uses with her freestyle lite blood glucose meter "is not springing back when cocked" which prevented her from testing. She further reported subsequently experiencing lightheadedness which resulted in a loss of consciousness while she was at church. No third-party emergent medical intervention was reported. Customer self-treated by "eating a plate of food" upon arriving home and then taking a nap, noting she felt better when she woke up. There was no report of death or permanent injury associated with this event.